Event description:
Customer reported to beckman coulter, inc. (Bec) that they had just moved the coulter ac*t diff 2 analyzer from another facility. Customer reported that the analyzer has not been used for a few months. Customer reported that they found fluid around the area where the sample was put in to be pierced. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) inspected the instrument and performed preventive maintenance, which is required prior to use. The root cause of the leak is unknown.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).